Event description:
The customer observed falsely elevated ca19-9 results while using the architect ca19-9 xr assay, lot 08852m500. The customer provided the following elevated results for sid (B)(4): 16.9 u/ml and 24.89 u/ml. Repeat testing was completed with reagent lot 05027m500 (11.0 u/ml) and lot 10725m500 (10.61 u/ml). The customer stated controls were acceptable and no architect errors were produced when elevated results were generated. Troubleshooting of the issue was done by performing checks of the architect; however, the issue was resolved with a different lot of reagent. The falsely elevated results were reported out the lab. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9xr patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.